Event description:
It was reported that the patient presented in clinic for follow up with right atrial lead that was confirmed to be dislodged due to twiddler's syndrome. The lead was explanted and replaced. The patient was in stable condition.